Event description:
The patient was still experiencing elevated cocr and pain post abgii revision. The surgeon removed the cup, head, liner and a dall miles cable.

Manufacturer narrative:
The patient is (B)(6) in height. An event reporting elevated cobalt chrome levels (altr) involving an adm shell was reported. The event was not confirmed. Method and results: device evaluation and results: the device was not returned for analysis. Some images of the device were provided following explantation. Some bony ongrowth was noted. There was no damage noted. Medical records received and evaluation: a review of the provided medical records by a clinical consultant concluded: "there is no confirmation of the patient¿s symptoms or documented follow-up noted. With at least one additional source of metallic ions noted in the left total hip arthroplasty, additional implants may explain the elevated cobalt levels noted in the event description. These levels alone are not diagnostic of altr nor an indication alone for revision surgery. More information is required to fully evaluate this case device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including pathology reports, revision operative reports and return of the device are needed to fully investigate the event.

Event description:
The patient was still experiencing elevated cocr and pain post abgii revision. The surgeon removed the cup, head, liner and a dall miles cable.

Manufacturer narrative:
Additional devices listed in this report: unknown head, unknown liner and unknown dall miles cable. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device is not returned to manufacturer.